Manufacturer narrative:
The complaint allegation is confirmed based on the customer provided photo, which shows that the implants broke. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or misaligned insertion.

Event description:
On 12/20/2022, it was reported by a sales representative via email that (3) ar-2922ps peek pushlock anchors broke at the same spot each time. This was discovered during a revision posterior labral repair on (B)(6) 2022. Additional information received on 12/20/2022: all broken fragments from the three pushlock's were removed. Case was completed with another ar-2922ps peek pushlock. During this revision surgery, only the pushlock was implanted, and nothing was explanted. Sales representative cannot confirm any informant regarding the original surgery, as it was performed by another surgeon. No further information has been provided.